Manufacturer narrative:
Citation: authors: bhastana et al.. Transcatheter aortic valve replacement for degenerative bioprosthetic mosaic valve. Jacc: case r eports 30 (3) 2025. 10.1016/j.jaccas.2024.103124 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75 year old male patient who underwent transcatheter aortic valve replacement for degenerative bioprosthetic mosaic valve. The adverse events that occurred included; atrioventricular block, pacemaker implant, an increased mean gradient of 50mmhg and mild aortic regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the fluoroscopic markers on the mosaic valve are on the stent posts and not the annular ring, making the positioning of the transcatheter aortic valve challenging. It was also reported that the fluoroscopic markers location on the stent post led to the malpositioning of the first attempted transcatheter aortic valve. The author also reported that adequate training and understanding the anatomy of valves can overcome this issue, as they stated "it wasn't the problem about the mosaic valve being faulty in anyway, but its design in general". No additional adverse effects were reported.